Event description:
When requesting a replacement belt clip, customer reported having a blood glucose level over 500 mg/dl the day before the call. Customer stated that the high blood glucose level was most likely due to the infusion set's tubing getting pulled and insulin leaking. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.